Event description:
The sales rep was given a "piece," of plastic recovered from the area of a stereotactic biopsy. The facility made a specimen radiograph to verify all micro-calcifications were retrieved, and image revealed that a small piece of plastic was indentified in the specimens.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual examination: the piece of plastic was determined to belong to an mst11 o-ring. Results: o-ring from probe.